Manufacturer narrative:
The customer reported that a pt death occurred and no alarms sounded at the bedside monitor or the info center. The customer contacted philips for assistance and submitted log files for analysis. Logs reveal that all arrhythmia alarms were off from 4/15/07 at 2:40 to the next day at 21:22, which was after the time of the incident. A philips field service engineer (fse) went onsite post-incident and confirmed that the device was operating to specification and was safe for continued use. The fse confirmed that the heart rate (hr) alarm on/off was configured for "enabled", therefore, a user could have either switched the hr alarm to pulse or turned off the hr alarm to create the all arrh alarms off state. The device remains in use at the customer site.

Event description:
A pt incident was reported and the hospital needed help collecting data.